Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the device is receiving an error message displayed on the monitor, screen failure. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It has been determined that it is a fault with the pm board. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered of the pm board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Correction to information that was previously submitted. H11: this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is receiving an error code 111b check vent: 35 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered of the pm board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.

Event description:
02n/v60 ventilator/screen fault.